Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to advance and tip separation appear to be related to case circumstances of the procedure. In this case, based on the reported information, during advancement the guide wire encountered resistance with the kidney stoned likely causing the damage to the tip ultimately separating while in the anatomy. The separated tip was retrieved via snare. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.

Event description:
It was reported that the procedure was to treat the patient's kidney. The whisper guide wire was advanced to the lesion when it met resistance with kidney stones and the tip broke off. The patient was already scheduled to have surgery for kidney stones the next day so the separated tip was retrieved via snare during that procedure. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.